Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), migraine ("debilitating migraine"), anxiety ("severe anxiety"), premature menopause ("early menopause") and palpitations ("heart palpitation"). The patient was treated with surgery (she had her hysterectomy on tuesday). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety, premature menopause and palpitations outcome was unknown. The reporter considered anxiety, dysmenorrhoea, genital haemorrhage, migraine, palpitations and premature menopause to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), migraine ("debilitating migraine"), anxiety ("severe anxiety"), premature menopause ("early menopause") and palpitations ("heart palpitation"). The patient was treated with surgery (she had her hysterectomy on tuesday). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety, premature menopause and palpitations outcome was unknown. The reporter considered anxiety, dysmenorrhoea, genital haemorrhage, migraine, palpitations and premature menopause to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.